Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband called to report a hospitalization for high blood glucose. Customer's blood glucose reading at the time of the event was 500 mg/dl. Customer experienced exhaustion, tired and nauseated. Customer was complaining of being tired and chest pains. Outcome of hospitalization, customer was diagnosed with pneumonia and blocked arteries. Customer was given IV drip for blood glucose. Nothing further reported.